Event description:
It was reported that the pump delivered too much insulin during a bolus. Reportedly, the pump had delivered a 20-unit bolus which caused an unknown low blood glucose level. Reportedly, emergency services were called and assisted the customer to address their bg level. The customer will continue to use the current pump.